Event description:
Boston scientific received info that this right atrial (ra) lead became dislodged following the implant procedure. It was visible on the x-ray the lead had dropped out of position. A revision procedure was performed and the physician was unable to reposition the lead. A new lead was successfully implanted. No adverse pt effects were reported. At this time, this lead has not been returned. If additional info is received, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.